Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that reprogramming was attempted and the lead was unusable. The patient was not able to undergo revision surgery at the time of the report due to a busy work schedule. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that the patient saw their hcp for a follow up appointment for their change in their stimulation location and an x-ray confirmed a lead migration. The cause of the lead migration was due to the patient¿s physically demanding job which includes heavy lifting and bending. The rep met with the patient on the day of the report. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. A lead revision has not been scheduled as of yet. The patient wanted to wait until their work schedule slowed. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the removed products were discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the system was removed on (B)(6) 2018. The patient did not have the option to take off work for the 6 week healing period post-revision. The battery was uncomfortable at the pocket site due to the patient's lack of body fat. The patient is very slender. No plan to re-implant was made at this time. No further complications were reported.